Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during balloon inflation of the catheter amphirion deep , the balloon burst was observed. The balloon rupture was described as circumferential/radial and occurred at an inflation pressure of 5¿7 atm using an inflation device. The device was prepped per the instructions for use with no issues identified, no damage to the packaging was noted, and no issues were noted when removing the device from the hoop/tray. No embolic protection was used, the device did not pass through a previously deployed stent, no resistance was encountered when advancing the device, and no excessive force was used. All balloon fragments were retrieved. The procedure was completed by changing to another catheter. There was no patient involved.